Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the patient's ra lead revealed high and variable capture thresholds. Examination via chest x-ray confirmed that the ra lead had dislodged. During the revision procedure, the ra lead helix exhibited a rotation malfunction, and tissue was found in the lead helix. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue and unacceptable threshold. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported of a helix mechanism issue event was isolated to the helix being clogged with blood/tissue. The reported event of unacceptable threshold not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.